Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tubing had a piece of tape where it supposedly leaked. The hole/leak could not be seen with the naked eye. Functional testing was performed and a leak was confirmed to be at the location that was marked by the piece of tape. The complaint has been confirmed. Root cause cannot be established. With the current information available it cannot be determined how the leak/hole was made. Based on historical data, trending does not indicate this to be a chronic defect, but an isolated incidence. A conclusion could not be found was the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges a hole/perforation on the tubing of the circuit when the package was opened. A new unit was obtained for use.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record (DHR) of batch number 74k1400654 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications.

Event description:
The customer alleges a hole/perforation on the tubing of the circuit when the package was opened. A new unit was obtained for use.